Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mjh223-632g, and no non-conformances were identified. Investigation summary: unopened samples of product code 632, lot mjh223 was returned for analysis. The issue sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a dental procedure on an unknown date and suture was used. During the procedure, the needle popped off at the swage. The procedure was completed with an alternate like device with no patient consequences reported. There is no additional information.